Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the 355ld trocar was leaking pneumoperitoneum during the procedure. The surgeon continued to use the trocar to complete the procedure. There was no consequence to the patient. 7/24/1998 contact person states the patient was very large and the procedure is fairly new to them.